Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's hip was revised due to multiple dislocations. The original surgical plan was to revise the head and liner only, but intra-operatively, the femoral stem came out of the patient and was revised (no allegations of the stem being loose were reported to the rep). The stem, head, and liner were revised.